Event description:
The account alleged that the right hand foot siderail became stripped and fell off the bed. The siderail would not latch. No injury reported.

Manufacturer narrative:
The account replaced the right hand foot siderail to resolve the issue.